Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The root cause of the issue could not be determined based on the provided data. It was determined quality control at the time of the incident was acceptable. The patient was not affected by the low result because the customer compared the result to previous results and recognized the discrepancy.

Event description:
The customer received questionable troponin t stat, short turn around time generation 4, (tnt), results for one patient sample. The issue occurred one time. The initial result was <0.01 ug/l and was reported outside the laboratory. The next day, the customer who ordered the test questioned the result since the result was inconsistent with the patient's previous and later tnt results. (The patient had generated high tnt results both before and after this measurement). The same sample was repeated on (B)(6) 2011 and generated 2.45 ug/l. The customer considered the high result to be correct. No adverse event has been alleged regarding the discrepancies. The tnt reagent lot number was 15887703.